Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. It was reported that the customer's blood glucose level was 382 mg/dl. During the time of the call, the customer had not yet addressed blood glucose level. Multiple attempts were made by tandem&#38112;technical support to obtain additional information regarding the customer's back up therapy; however, no additional information regarding this event was provided.